Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was in the emergency room due to diabetes ketoacidosis and high blood glucose of 393mg/dl. Troubleshooting was performed. The time and date were incorrect. Assisted the caller with correcting them. The basal, bolus and bolus wizard were correct. Reviewed the alarm history and found battery alarms, auto off, and multiple no delivery alarms. Assisted the caller to run a manual prime test and the insulin did exit. No further information was provided.